Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial oversensing was noted.  The right atrial (ra) lead remains in use no patient complications have been reported as a result of this event.